Manufacturer narrative:
(B)(4). (B)(6). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction procedure on (B)(6) 2016. According to the complainant, during the procedure, the lead suture broke. There were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached from the suture and was left inside the patient. A palpation and x-ray was done by the physician to locate the needle. There were no patient complications reported as a result of this event.